Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."

Manufacturer narrative:
(B)(4). Suspect positive bi.

Event description:
The customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. It is unknown how long the bi was incubated. The chemical indicator (ci) changed color correctly. The previous bi result was negative. There was no load involved with the processed bi. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of trending of the product malfunction code and system risk analysis (sra). The lot number does not match advanced sterilization products' cyclesure® lot number format, so investigation based on lot number could not be performed. The customer was unresponsive to multiple follow-up attempts. DHR review could not be performed as the lot number is unavailable. Trending analysis for the product code of "suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Lot history review could not be performed as the lot number is unavailable. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Retains evaluation could not be performed as the lot number is unavailable. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. Insufficient information is available to determine the most probable cause. The issue will continue to be tracked and trended.